Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of downstream occlusions through the history log, but could not reproduce the occlusions. Evaluation found the downstream sensor current reading to be out of specification (high) as well as the pressure plate gap being out of specification. The device was recalibrated to ensure proper detection of downstream occlusions.

Event description:
It was reported that a spectrum pump "occludes at 5 psi when set on medium range". It was also reported that there was no patient injury.